Event description:
Information from ae regulatory system: the patient felt needle dull and painful when the patient was self-injecting insulin at home, and then noticed that the insulin was not flowing well. Ae report no. (B)(4). Call center called the contact person, but the contact number was incorrect and do not acquire the information reported in the ae regulatory system. If any update will be sent by email.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.